Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump would shut off and come back on after a self-test. It was reported that customer had high blood glucose but blood glucose levels were not reported. Insulin pump was also not able to communicate with transmitter. Insulin pump would be replace.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected shut down/display anomaly noted when performing the self-test. The device was also programmed and monitored for 4 days. No display anomaly noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. No pump error 25 alarm in the download history file. The device communicated properly with the guardian link 2. The test value was properly displayed on the pump screen. No pump/sensor communication anomaly or calibration anomaly noted. The device also uploaded properly using carelink pro. No communication anomaly noted. The device had minor scratched display window, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.